Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital for a scheduled dual pacemaker implant procedure. During the procedure, the physician experienced difficulty determining a position that exhibited consistent capture measurements; the lead exhibited intermittent high impedance. The physician elected to remove and replace the lead.